Manufacturer narrative:
Initial and final MDR (B)(4). - device 1 of 2. E1: patient city: (B)(6). Patient country: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in netherland, on (B)(6) 2024, the patient reported that two infusion set was occur due to adhesion issue and mother of patient reports cause of product not adhering is swimming. No further information available.